Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that it was unknown what caused the device to go into backup mode. Programming changes were performed to restore the device. The patient was in stable condition.